Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the insulin cartridge leaked from the back, the user likely overfilled the cartridge, and the agent assisted the user in changing supplies. Symptoms included hyperglycemia with a reported blood glucose of 305 mg/dl lasting about five hours, without ketone testing, backup therapy, medical intervention, or other assistance. Outcomes included transient hyperglycemia without injury, incapacitation, or hospitalization. Investigation included call center triage and troubleshooting with use instructions review. Investigation of this case revealed an insulin leakage event associated with the cartridge component and user technique consistent with overfill leading to leakage. It was concluded, based on previously established findings for similar reports, that the cause was user error related to overfilling during cartridge preparation.